Event description:
It was reported that the et45b and zr45b was used during a laparoscopic assisted thoracic surgery lobectomy procedure. It was reported by the affiliate that the instrument broke. The firing trigger on the third firing. A new device was used to complete the case. No consequence to the pt.